Event description:
Patient presented to the physician with the ipg flipped upright in the pocket causing pain, irritation at the chest incision site, and soreness on the right side of the throat. Physician suspected infection and prescribed antibiotics. Physician brought the patient into the or 3 days later and determined an infection at the ipg site. Physician removed the ipg, sensing lead, and a portion of the stimulation lead body.

Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or, removed the remaining stimulation lead cuff from the nerve, flushed the neck pocket with antibiotic solution, and closed.